Manufacturer narrative:
This lead was explanted. Pending the completion of lab analysis, this section will be updated appropriately.

Event description:
Boson scientific crm received info that this left ventricular lead was noting impedance measurements greater than 2000 ohms. A chest x-ray was performed and confirmed a lead fracture. Info was later received that this lead was explanted due to high threshold measurements.